Event description:
Medtronic received information that this bioprosthetic valve, implanted 3.5 years, was explanted due to structural dysfunction. There were no adverse patient effects reported.

Manufacturer narrative:
(B)(4). Method: device history reviewed. Results: device history review found the product met specifications when released for distribution. Conclusion: cause of event determined to be patient related. Analysis: upon receipt at medtronic's quality laboratory, two tissue samples had been removed during explant from the left and right cusps for hospital pathology. All leaflets were slightly stiff but flexible except where thrombotic host tissue lined the outflow. Radiography showed no evidence of mineralization in the valve and/or host tissue. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Reduced performance of the valve is attributed to thrombus. These findings are generally considered a patient related condition.